Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. This event occurred during set-up. The technical service representative (tsr) had the patient close all the clamps and turn the homechoice off. The tsr had the patient turn the homechoice back on. The technical service representative assisted the patient to remove the cassette and to inspect it. The patient stated the cassette was damaged. Product surveillance asked the patient if the leak was in the tubing or the cassette itself and the patient stated it was the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.